Event description:
It was reported that the coral tulip and screw disassembled during insertion with the driver (inserter). There was a spare implant/instrument in the case and the spare functioned properly. Surgery time was not extended more than 10 minutes due to the alleged incident. Additional anesthesia was not administered due to the alleged incident. Surgery was completed.

Manufacturer narrative:
The following products were also used in this surgery: product ID: (B)(4) (polyaxial screw inserter) x2. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.